Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory rate trend sensor that is related to a high impedance condition.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had observations of noise which was oversensed and resulted in inappropriate atrial tachy response (atr) with use of other manufacturer right atrial (ra) lead. The oversensing that occurred was due to the respiratory rate trend sensor. Ra impedances were measured and were within normal range. Technical services discussed programming options. At this time, this crt-d and other manufacturer ra lead remains in service. No adverse patient effects were reported.